Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a revision surgery, during which the physician confirmed that implant was completely void of fluid when explanted. The device was replaced, and the old reservoir was drained and retained. There were no patient complications.